Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer with a neurostimulator for other chronic/intractable pain of the trunk/limbs. It was reported that the device stopped working with an eos (end of service) code on (B)(6) 2016. The device was off/disabled and was no longer providing therapy. The patient was experiencing pain. The patient called the doctor and was told to take pain medications and to come to the clinic on monday, (B)(6). The battery was going to be replaced on thursday, (B)(6).